Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with severe angina. An angiogram showed a 80% stenosed lesion in the left circumflex artery with mild calcification and moderate tortuosity. Therefore, pre-dilation was performed with a 2.00 x 12mm semi-compliant balloon. Then, a 3.50 x 38mm xience prime stent was implanted at the target lesion; however, a dissection was observed at the proximal end of the implanted stent. Therefore, another xience prime stent was implanted to successfully treat the dissection and complete the procedure. There was no adverse patient sequela. No additional information was provided.